Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(6), ubd: 17-sep-2026, UDI#: (B)(4); product ID: etlw1616c156e, serial/lot #: (B)(6), ubd: 12-aug-2026 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a pre-operative rupture of an 80mm abdominal aortic aneurysm, which was treated using an endurant stent graft system. During the post-operative period, the patient experienced aneurysmal bleeding and was hypotensive in the intensive care unit. According to the physician, the post-operative bleeding within the aneurysm was due to porosity of the endurant products which were initially utilized. The healthcare professional indicated that the cause of the event was due to a type IV endoleak noting oozing from the endurant main body stent graft and its endurant limbs. The type IV endoleak was described as jetting through the fabric, causing the physician to express dissatisfaction. The patient was sent back to surgery for treatment. To address the type IV endoleak, the physician relined the entire endurant stent graft system using a non-mdt cuff and limbs. Subsequently, due to significant abdominal enlargement, the physician performed an open procedure to evacuate the bleeding and explant the devices. The patient did not survive the procedure and expired on the same date of the procedure.

Manufacturer narrative:
Film analysis the reported type IV endoleak could not be confirmed based on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms and post-implant imaging were not available for assessment of the endoleak and stent graft in vivo configuration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.